Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used extension set in open packaging was returned in connection with this complaint. The returned sample was leakage tested, per specification, with passing results. Therefore, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The sample has been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the extension set was cracked at the hub which caused leakage of a scant amount of blood at the connection. No injuries reported.